Event description:
The customer initially called to report an alarm on the insulin pump during the manual prime. The customer then stated that she was hospitalized for low blood glucose two months ago. The customer did not report the blood glucose reading or the exact date for the hospitalization. Advised the customer to discontinue using the insulin pump and revert to a back-up plan due to the prime anomaly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.